Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, visual, dimensional and functional testing could not be performed. In case of this complaint, there are a number of potential causes for the reported issue, because of available information failed to identify a definitive cause and since the product was not returned for analysis, a cause of undeterminable was assigned to the as reported issue ro marker not visible under fluoroscope. Expiration date: added, manufacturing date: added.

Event description:
It was reported that the subject balloon catheter was used during mechanical thrombectomy procedure for clot at m1. The subject balloon catheter was inflated with a 1ml syringe under fluoroscopic control; however, when the extraction was started, the balloon was no longer visible under the fluoroscopy. The balloon was deflated. Another device was used to complete the procedure. There were no clinical consequences reported due to this event. No additional information was provided.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that the subject balloon catheter was used during mechanical thrombectomy procedure for clot at m1. The subject balloon catheter was inflated with a 1ml syringe under fluoroscopic control; however, when the extraction was started, the balloon was no longer visible under the fluoroscopy. The balloon was deflated. Another device was used to complete the procedure. There were no clinical consequences reported due to this event. No additional information was provided.